Manufacturer narrative:
The device history record review confirmed that device lot had no anomaly in inspection. The exact cause of the reported event could not be identified. However, based on previous investigation results, it can be inferred that a likely cause of the peeling of the tissue pad can be the following: 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The instructions for use includes the following statements: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Manufacturer narrative:
Due diligence was executed for this event. The patient demographics are not available. It is unknown who trained the physician on the techniques of how to use the device. It is unknown if the procedural tips and technique instructions were distributed on 9/27/2013. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The customer returned the device for the issue of teeth coming off. The user complaint of teeth coming off was not confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it is severely worn and separated from the jaw with metal exposing. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit but found the probe charred. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. When observed the jaw under the microscope, unable to find any portion missing from the jaw.

Event description:
As reported for this event, during the beginning of a therapeutic hysterectomy procedure cracking was observed on the device and the teeth were coming off. There was no delay in the procedure. The intended procedure was completed with a similar device. No other devices were involved in the event. There was no patient harm or adverse impact. It is unknown if there was metal exposed on the device jaw. The generator settings are unknown. It is unknown if any error codes were displayed on the generator. The device was inspected prior to use. There were no abnormalities observed prior to use. It is unknown if the connection points of the generator were inspected. No cable damage was observed. The physician is experienced in using the device.